Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 19:19:41 on (B)(6) 2024 at 21:44:47, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm with intermittently tall t waves. At 21:45:37, the patient received the inappropriate treatment. Double counting contributed to the false detection. Rhythm at the time of treatment was sinus rhythm @ 80 bpm with intermittently tall t waves. Post shock rhythm was sinus rhythm @ 80 bpm with tall t waves. The electrode belt was disconnected at 21:58:17 on (B)(6) 2024.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.